Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that due to the byte aligners their upper and lower teeth are uneven, more uneven then they were prior to byte treatment. Their orthodontist they will need realignment that needs to be performed under strict oversight of an orthodontist with invisalign. Patient provided to their orthodontist all emails and communications in relation to their treatment plan and the orthodontist agrees that they were wrong from the start and the second round of treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.